Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2015 with the following findings: during investigation, the keypad cover was found to be peeling up at the ok button. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The contrast button was unresponsive. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged. The audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.